Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced three infusion set fell off during use on (B)(6) 2025. The infusion set was in use for less than five. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.